Event description:
The pt had a pocket revision due to a reported neuroma. The wound was irrigated and the pt's implant was relocated. The pt is reportedly doing well.

Manufacturer narrative:
The ipg remains implanted in the pt and will not be returned for evaluation. This is the final report.